Event description:
Bayer case number: (B)(4). I started to experience pain in my lower abdomen [lower abdominal pain] pudendal neuralgia [pudendal neuralgia] I started to experience pain in my bladder [bladder pain] sick leave [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 10-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("I started to experience pain in my lower abdomen") in a 45-year-old female patient who had essure inserted (lot no. B44013) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced abdominal pain lower (seriousness criterion intervention required), bladder pain ("I started to experience pain in my bladder"), pudendal canal syndrome (" pudendal neuralgia") and sick leave ("sick leave"). Essure was removed on (B)(6) 2017. The patient was treated with surgery (to remove essure). At the time of the report, the pudendal canal syndrome and sick leave had not resolved. The outcomes for abdominal pain lower and bladder pain were unknown. The reporter considered abdominal pain lower, bladder pain, pudendal canal syndrome and sick leave to be related to essure administration. The reporter commented: period of occurrence onset of symptoms end of 2015 date of occurrence: (B)(6) 2016. After a period of bouncing between doctors and several months of sick leave from work, recognized was diagnosed. I currently live with a chronic disabling condition, I have a recognized disability. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). I started to experience pain in my lower abdomen [lower abdominal pain]. Pudendal neuralgia [pudendal neuralgia]. I started to experience pain in my bladder [bladder pain]. Sick leave [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: r1711575) on 10-mar-2026. The most recent information was received on 25-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("I started to experience pain in my lower abdomen") and pudendal canal syndrome ("pudendal neuralgia") in a 45-year-old female patient who had essure inserted (lot no. B44013) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015, she experienced abdominal pain lower (seriousness criterion intervention required), pudendal canal syndrome (seriousness criterion disability), bladder pain ("I started to experience pain in my bladder") and sick leave ("sick leave"). Essure was removed on (B)(6) 2017. The patient was treated with surgery (to remove essure). At the time of the report, the pudendal canal syndrome had not resolved. The outcomes for abdominal pain lower and bladder pain were unknown. The reporter considered abdominal pain lower, bladder pain, pudendal canal syndrome and sick leave to be related to essure administration. The reporter commented: period of occurrence onset of symptoms end of 2015 date of occurrence: on (B)(6) 2016 after a period of bouncing between doctors and several months of sick leave from work, recognized was diagnosed. I currently live with a chronic disabling condition; I have a recognized disability. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Batch number: b44013; manufacture date: 2013-06-25; expiration date: 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-mar-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.